Manufacturer narrative:
No malfunction suspected. The motorized wheelchair performed as intended upon field evaluation. End user's daughter states that end user stepped onto the front/foot area of the motorized wheelchair during transfer. The owner's manual warns, " do not stand on front/foot area of unit."

Event description:
End user's daughter alleges, while end user was transferring into the motorized wheelchair, he stepped onto the front/foot area of the unit, lost his balance and fell against the armrest. Allegedly, as a result of the incident the end user sustained a fractured hip.